Manufacturer narrative:
Review of CT¿s from 6- ½ years post-implant reveled that a talent stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal within the angulated neck. The aortic body and infrarenal neck were angulated 60deg a-p <(><<)>(><(>&<)><(> <<)>)> 40 deg r-l; relative to the iliac arteries/limbs. The proximal stent graft od measured 26mm. The bifurcate ipsi limb was on the left side, and was extended with a limb into the left common iliac artery. The contra limb was placed into the right common iliac artery. The wall of the aaa was surrounded by a thin layer of calcification. The max diameter aaa measured 7.4cm a-p x 6.7cm transverse; no obvious endoleak was observed within the sac. Possible calcification was seen off the wall within the anterior sac - 5cm below the level of the flow divider; however, non-contrast images were not available to confirm if this was more likely calcification. Both common iliac arteries were aneurysmal and contained thrombus. The rcia diameter measured 4cm ma ximum, and the lcia diameter measured 4cm max. The distal portion of both the right/contra and left/ipsi extension were not fixated into their respective common iliac arteries; however, no clear distal type I endoleak was observed. The distal od of the right limb measured 26mm and was - 5cm from the right iliac bifurcation, and the distal left limb od was 24mm and was - 4cm from the left iliac bifurcation. Both limbs were patent and blood flow distal to the stent graft limbs was also patent. No other stent graft issues were observed. The cause of the hypertensive crisis, suprapubic pain, and blood seen within the anterior sac could not be determined from the films provided. No clear endoleak was observed, and non-contrast images were not available to confirm if this was more likely calcification instead of blood. The cause of the lack of distal limb sealing within the iliac arteries appear most likely due to disease progression; iliac artery dilatation. However, pre-implant and earlier post-implant images were not available for review and comparison. Although no distal type I endoleak was seen; it is possible that the aneurysm was being pressurized distally from one or both limbs.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Three years post index procedure the abdominal aortic aneurysm was 75.5 x 63.2, the rcia was 22.5 mm and the lcia was 26.4 mm. The cia's were short bilaterally. It was reported that the patient presented emergently and was diagnosed with hypertensive crisis and suprapubic pain. The CT scan revealed blood around the anterior portion of the aaa sac with no clear evidence of endoleak and the max aaa was 74.9 x 66.9 mm. It also showed that both limbs were only 2cm into the short common iliac arteries and that both distal common iliac arteries had continued to dilate. There was again, no type 1b endoleak. Based on the fact that both internals would have needed to be embolized and there was no identifiable source for the blood around the sac, the physician decided to open the patient and remove the device and re-implant both internal iliacs along with a successful aorto-bi- fem completed (during the open repair the physician ligated and re-implanted the internal iliac arteries). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of pre-implant films revealed that the patient had a 7.5cm (a-p) x 6.6cm (transverse) infrarenal abdominal aortic aneurysm. The proximal neck diameter just below the renals measured 20mm and contained thrombus. The maximum infrarenal neck angulation measured approximately 45 degrees a-p. Both common iliac arteries were aneurysmal and contained thrombus; the max diameter right common iliac artery measured approximately 22mm, and the maximum diameter left common iliac artery measured 26mm. The rcia flow lumen diameter ranged from 11 ¿ 22 ¿ 16mm, and the lcia flow lumen diameter ranged from 13 ¿ 25 ¿ 14mm. The iliac arteries were minimally tortuous. The devices were explanted during surgical conversion due to blood seen around the anterior portion of the aaa sac with no clear explanation or endoleak, and bilateral iliac artery aneurysms that the physician wanted to preserve. No obvious endoleak was noted from the stent graft, and no lumbar bleeding from the sac was observed; however, there was 1 lumbar bleed observed by the aneurysm neck. The patient was successfully converted. From the examination of the devices and clinical information provided, the cause of the hypertensive crisis, suprapubic pain, and the reported retroperitoneal hematoma observed during the open repair could not be determined. The bifurcate was returned with the bare spring partially detached from the proximal fabric; 4 of the 5 bare spring attachment sutures were cut however the bare spring was still attached to the connecting bar. There was evidence of significant tissue incorporation around the proximal apex of one of the detached bare springs, and the films just prior to explant did not show any bare spring detachment. Therefore, it appears most likely that this partial bare spring detachment occurred during explantation of the devices. A single support spring strut was found fractured; the cause could not be determined. On the bifurcate aortic body near spring #2 above the contralateral gate, an enlarged suture hole (0.4mm ID) was seen; however, the hole appeared likely covered by tissue in the ¿as received¿ condition. Multiple burn holes likely occurring during the explant were also observed near this location. A spring abrasion hole was also seen near the distal end of the ipsilateral limb extension. No other stent graft integrity issues were observed. The returned films just prior to explant confirmed no clear endoleak or any other stent graft issues. The cause of the marginal distal limb sealing within the iliac arteries appear most likely due to disease progression; bilateral iliac artery dilatation. Although no distal type I endoleak was seen; it is possible that the aneurysm was still being pressurized distally from one or both limbs. The type ii endoleak observed near the proximal neck may have also contributed to the events.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that there was an aneurysm rupture.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.